Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014 to report on behalf of a trial patient a detached sensor wire on (B)(6) 2014. Clinic representative stated that on (B)(6) 2014, the patient experienced a "failed sensor". Clinic representative further reported that the patient added masking tape to the sensor pod on (B)(6) 2014 prior to the sensor failure. On (B)(6) 2014 the clinic staff removed the sensor pod and reported that the sensor wire was lying on top of the skin. Clinic representative did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).